Manufacturer narrative:
Other text: it has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-08657 is no longer considered reportable. While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Please disregard any reports associated with it.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a force sensor error. Patient involvement is unknown.